Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth site #47.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. This supplemental is being reported as retraction since this event was initially created/submitted to FDA under submission site pbg-zimmer dental on august 26, 2025 with MFR number 0002023141-2025-02344. After new information was received on september 17, 2025, it was determined that the product is a third-party item. Therefore, this event is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
The implant was identified as a 3rd party implant.